Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During therapy, when attempting to achieve positive pressure, the system would not rise above 50 mmhg. The fluid was removed and it was noticed that there was a volume of fluid missing and that there was a hole in the balloon. A second catheter was used to successfully complete the procedure with no adverse patient consequences.